Event description:
Customer reported that antibodies to jk(a) and e were not detected with vs150, but were confirmed to have reacted in tube/peg methodology. Negative antibody screens were observed during testing with vs150. The pt was transfused a total of 14 units of packaged cells. Pt did not experience any immediate reaction during the transfusions. In 2007, a positive antibody screen was observed with vs150. Anti-e and anti-jk(a) were eluted from the pt's dat positive red cells. Ocd's medical director has classified this event as a serious injury.